Manufacturer narrative:
(B)(4). Concomitants: 4568-45 implantable pacing lead, (B)(6) 2004. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead showed a decrease in impedance indicating close to failure for the rv lead. It was also repored that the rv lead pace/sense portion showed an increase in thresholds and a decrease in sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.